Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for investigation. As the result of checking the subject device and the manufacturing record of the same lot, there was nothing abnormal detected. Based on the investigation of the subject device, the cause of this event couldn't be determined conclusively. From the above, the doctor's inexperience of the esd couldn't be ruled out as a contributory factor to the reported event.

Event description:
It was informed that the doctor couldn't complete the intended colorectal endoscopic submucosal dissection (esd). The patient's hospitalization was extended for 1 day. On september 2, olympus medical systems corp. (Omsc) confirmed that there was a perforation during the esd, and the doctor used a clip to treat the perforation. The esd was a new technique for the doctor. It was informed that the subject device had no malfunction.